Event description:
It was reported that the guidewire detached. A 018/180cm platinum plus guidewire was selected for use in the 90% stenosed, moderately tortuous and calcified, superficial femoral artery. However, it was noted that during the procedure the guidewire was stretched and separated. The guidewire was simply pulled out and another guidewire was used. There were no patient complications.